Manufacturer narrative:
Correction to describe event or problem and adverse event/product problem.

Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp) due to a leak in the system. The ipp was explanted and a new ipp was implanted. No additional information was reported.

Event description:
The patient experienced unspecified reasons with an artificial urinary sphincter (aus). The aus device was explanted and a new ams 800 artificial urinary sphincter was implanted.